Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017 a 25mm trifecta gt valve was implanted. On (B)(6) 2020 the valve was explanted and leaflet tear was observed. The procedure was completed by using a 23mm edwards insporis aortic valve. Patient was stable throughout and post procedure. The patient is recovering in the hospital.

Manufacturer narrative:
The initial report was submitted under the incorrect manufacturer site. The manufacturer report number of the correct site it (B)(4). The reported tear was confirmed. Leaflet 3 was torn. Patchy fibrous pannus ingrowth was present on the inflow surface of all three leaflets. Leaflet 2 contained tool-like impressions and stent post 3 was markedly bent, consistent with explant damage. The sewing cuff had been nearly completely removed, exposing the metal stent ring. Stent post 2 was also completely covered with pannus. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This review was inclusive of the final inspection videos. The manufacturing inspections and the functional testing demonstrated that at the time the valve was manufactured the valve had normal leaflet coaptation and function without evidence of stent deformation. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. Non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site and the cause of the leaflet tear could not be conclusively determined. However, the host to device reaction (pannus formation) on the outflow surface, along with the selected valve size (25 mm) larger than the replacement valve (23 mm) and extent of damage to the sewing cuff, are possible evidence of oversizing. This possible oversizing, along with the pannus noted on the inflow surface, had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.